Event description:
It was reported that the intra-aortic balloon ('iab') was prepped per the instructions for use: attach the one-way valve, aspirate twice while the iab is inside the tray and remove the iab straightly while grasping it closely. Promptly, after the iab was removed from the tray, the md tried to insert the iab into the sheath. The sheath was inserted into the pt's femoral artery. The balloon could not be advanced into the sheath and as a result, the md removed the catheter. Another 30cc iab was used with success. There were no reported complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.